Manufacturer narrative:
Zimvie complaint number (B)(4) a4: patient weight unknown / not provided . G4: additional PMA/510(k) number k101880.

Event description:
It was reported that the implant at tooth site #29 was removed due to bone loss. Pt came in for a loose bridge. In examining we removed the bridge & loose implant came out.